Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer's other blood glucose was 410 mg/dl. The customer reported that the blood glucose was high at lunchtime for the last 2 days. It was reported that the ketone test had positive results. The customer had abdominal pain and head ache. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The device will not be returned for analysis.